Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Furthermore, bd was unable to determine the specific lot number associated with the reported issue; therefore, a review of the device history could not be performed. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. The manufacturing location for this product is (curitiba). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d3 and g1 and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.